Event description:
The manufacturer received information alleging a ventilator battery issue. The device was not in patient use. During the evaluation of the device at a third party service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.